Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. The device was returned to zoll medical japan for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and a critical error was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.